Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the gastrostomy tube is broken at one of the points of nutrition administration. It empirically personal occludes this pathway with a connector of nutrition equipment to prevent the return of nutrition. The patient suffered no harm related to the event. It is inferred that this incident is related to technique, use and cleaning. Per additional information received, "empirically personal occludes this pathway" means due to the rupture of the tube at one of the nutrition administration points, the staff chose to place a connector of nutrition equipment in order to avoid the return of nutrition. Other than the changing of the probe, there was no medical intervention required.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause; however a corrective and preventive action has been initiated to address the reported issue. If a sample is received at a later date, this complaint will be reopened for further investigation.